Event description:
Two hours after insertion of catheter, a trickle of urine was noted in tubing. Catheter was irrigated; irrigant did not return. Catheter was removed and another inserted without problems. No injury to pt.